Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a green screen alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: on bottom case and plunger assembly the tamper seal was removed/broken. Physical condition of the device: chipped out on lower right front corner of top case a right plunger case. Unable go into ehl due to blank screen was found at power up. What caused the reported (primary) problem: incomplete upload process (upload to v1.6.4) from base to head by customer. Action/repairs done: upload from base to head with a power point process. Performed pm maintenance and all functional testing. Blank screen with constant alarm found caused by incorrect process for software update by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.